Event description:
It was reported that this right atrial (ra) lead was exhibiting high out of range impedance numbers and noise due to a fracture. It was also noted that the fracture was identified through fluoroscopy. Additional information was received confirming this lead was removed and successfully replaced. No additional adverse patient effects were reported.